Manufacturer narrative:
The customer troubleshot the issue with ge healthcare technical support. The customer replaced the flow sensors which resolved the reported issue. No ge healthcare service was provided. No patient information provided after three attempts. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported an error causing a loss of volume control ventilation. There was no report of patient injury.